Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit sounds like its leaking helium.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit sounds like its leaking helium. T's unknown if a patient was involved and/or harmed.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). E3 is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the filter, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.